Event description:
The pump was returned due to an air in line alarm during testing. The results of the investigation found that the downstream occlusion (dso) sensor was damaged. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) sensor as well as a defective air sensor were found. The dso sensor and air detector were replaced to fix the issue.